Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap and mechanical ventilator devices. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a bipap device's sound abatement foam become degraded and there was no report of patient harm or injury. Additional information has been added that the patient was hospitalized with renal dysfunction while using this device.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to bipap device's sound abatement foam and became degraded and the patient was hospitalized with renal dysfunction while using this device. The reported event was reviewed by the pms clinical expert and it is assessed as not related to the recalled device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.